Event description:
(B)(4) received notice regarding the incident from the enduser's husband, involving a walker, a product imported and distributed by (B)(4). While the enduser was walking to the dining area, she stumbled on her foot causing her to fall head first. The brake blade of the walker allegedly cut her leg. She was taken to the hospital where she received 13 staples. This report is based on the information that was provided by the enduser's husband.